Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Date of implant: (B)(6) 2015.

Event description:
According to the available information, the device was not inflating. The pump collapsed, and a tubing break was found on the left side about three inches from the pump. The device was revised/replaced.

Manufacturer narrative:
A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the cylinder 1 tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic inspection revealed the separation within confined abrasion, indicating that the tubing had been kinked and abrading against itself for a period of time. Microscopic inspection revealed surface abrasion on all pump tubing and pump strain reliefs, exhaust tubing of cylinders 1 and 2, and the cylinder 2 strain relief. No functional abnormalities were noted with cylinder 2 or the pump. Based on examination of the returned product, it was concluded that the abrasion marks noted on the pump tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress to cause the exhaust tubing of the cylinder to be kinked on to itself, resulting in a separation of the cylinder 1 exhaust tubing at the exhaust tubing /strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.